Event description:
Tip of expandable sleeve fractured; fell off into pt's abdomen retrieved after lucky visualization. Md was a regular user, was not a difficult insertion. No obvious technique breaks. Piece retrieved, piece and area visually inspected, no other pieces noted.